Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The probable cause of the reported issue was a low coin battery charge. As a result, the printed wiring assembly board (pwa), downstream and upstream occlusion seals were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump experienced data loss. During the physical inspection, it was found that the downstream and upstream occlusion seals were improperly applied. There was no patient involvement, no patient injury was reported.